Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired a few formed clips prior to firing six scissored clips in a row. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 4/2/2009. Info anticipated, but unavailable at this time.